Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and ketones. Customer's blood glucose levels at the time of hospitalization 151mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer had previous blood glucose level was of 511mg/dl and 341mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.